Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The physician elected to explant and replace the lead. The patient condition was stable.

Manufacturer narrative:
The event of high capture threshold was not confirmed. As received, a complete lead was returned for analysis. Electrical testing, x-ray examination and visual inspection of the lead did not find any anomalies with the exception of procedural damage.